Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter there was blood exposure. This report is for patients of anesthesia nurses. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: pain during insertion+blood splatter. Since the change of supplier of venous catheters for secure catheters, we (all the midwifes nurses and students) have enormous difficulties to set up these catheters. I have been perfusing patients for 40 years and I have never had so many difficulties. In 99% of the cases, I am obliged to do it several times, at least 2 if not 3, then I hand over to a colleague or the nurses of anesthesia are called in, who also do not appreciate these new catheters. They are very painful to insert, the patients complain a lot, the passage of the skin through the catheter is difficult. The insertion in the vein is no less difficult, often the vein snaps. From now on it becomes a real anguish to insert an approach, only 20g catheters are inserted, the 18gs, although recommended for childbirth, are too difficult to insert. This results in 1° unnecessary pain for the patients (even those with a good venous capital), 2° a waste of material because it is very common to use 4 catheters before being able to insert one. 3° a considerable loss of time, 4° a dissatisfaction of the patients. 5° a feeling of incompetence. Another problem with these catheter, when miraculously one succeeds in placing one, during the retraction of the needle there is often blood splashing. And quite often the catheter is not well tolerated by the patients because it is painful. Whatever we say, the maternity team is not the only one to complain about it, the students who pass through all the departments tell us so, the or staff also complains about it, the nurses of anesthesia too. The problem is that it is also necessary to take time to do these ips and that it is not possible every time. I think that a small survey in all the departments would be useful.